Manufacturer narrative:
The initial testing was performed on the same sample draw from the patient. Physiological saline solution was used to dilute the sample. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained "no signal" for the atellica im sars-cov-2 total (cov2t) assay when testing a patient sample. The patient sample was diluted and tested. The results were reactive (positive). The undiluted sample was tested again and the result was nonreactive (negative). A new sample from the same patient was tested and the result was negative. The patient sample was tested on atellica im cov2g assay and the result was nonreactive (negative). The pcr result for the patient was negative. The reactive diluted results are considered discordant as compared to the repeat nonreactive results and alternate method result. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00618 on december 08, 2020. December 21, 2020 additional information: atellica im sars-cov-2 total (cov2t) lot 709002 neat sample resulting "no signal" and when diluted resulted reactive (positive). A new sample obtained resulted nonreactive (negative). Pcr result was nonreactive. The patient is very sick. The sample was diluted with physiological saline solution. This is not a validated diluent type for the assay. Currently there are no sample dilution claims for the cov2t assay. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. The customer believes the issue is sample related and is requesting no further support on this issue. Based on the information provided siemens did not identify a product problem. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.